Manufacturer narrative:
No product or radiographs were provided for evaluation. No allegation of product malfunction reported. No product returned.

Event description:
On (B)(6) 2017 a patient underwent an extreme lateral interbody fusion procedure on l2-l5 levels. The anterior longitudinal ligament at l4/l5 levels was damaged when the rods were being bended by the cantilever technique. It resulted in a localized lordosis angulation of 45 degrees and a revision surgery to replace the l4/l5 level cage.